Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the displacement test due to a motor high current draw. Unable to perform the self test, off no power, unexpected restart, basic occlusion, occlusion, prime or excessive no delivery tests due to the compromised force sensor system alarm. The pump passed the idle current and run current tests. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.